Event description:
Event description guidant received information that implantable cardioverter defibrillator (ICD) was exhibiting oversensing, which resulted in inhibition of pacing. Noise was able to be reproduced via diaphramatic stimulation.